Event description:
It was reported that approximately 2 months after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient presented with a phrenic nerve injury. The field stated the procedure was standard and not difficult. During the procedure the 52 total ablations took place spread across the pulmonary veins as follows: 12 applications to the left superior pulmonary vein (lspv), 13 applications to the left inferior pulmonary vein (lipv), 17 applications to the right superior pulmonary vein (rspv) (including 6 applications to the carina), and 12 total applications to the right inferior pulmonary vein (ripv) (two of which occurred after the initial set). Per the facility the phrenic nerve palsy (pnp) may have been present on the day after the procedure, along with a pleural effusion. B12 was administered but in the subsequent months there has not been any improvements. A CT scan has been planned for further investigation. The issue is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the phrenic nerve palsy was related to product performance of the farawave catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that approximately 2 months after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient presented with a phrenic nerve injury. The field stated the procedure was standard and not difficult. During the procedure the52 total ablations took place spread across the pulmonary veins as follows : 12 applications to the left superior pulmonary vein (lspv), 13 applications to the left inferior pulmonary vein (lipv), 17 applications to the right superior pulmonary vein (rspv) (including 6 applications to the carina), and 12 total applications to the right inferior pulmonary vein (ripv) (two of which occurred after the initial set). Per the facility the phrenic nerve palsy (pnp) may have been present on the day after the procedure, along with a pleural effusion. B12 was administered but in the subsequent months there has not been any improvements. A CT scan has been planned for further investigation. The issue is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient underwent imaging, and no diaphragmatic elevation was seen at that time. Lung issues reported to possibly be atelectasis or pleural effusion were identified within a couple days of the completion of the procedure. No interventions occurred for the effusion.